Event description:
Customer reportedly received results of 256 mg/dl and 98 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.